Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: in 2008, inratio: 2.8, lab: 1.9. Date: a week prior, inratio: 5.0, lab: 2.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.8, lab: 1.9, mean: 2.35, confident limits: 1.6-3.4. Date: a week prior, inratio: 5.0, lab: 2.8, mean: 3.9, confident limits: 2.3-5.7. The inratio and lab reading are within the confident limits as per our internal procedure. Product will not be investigated.